Event description:
Pt underwent original surgery on (B)(6) 2010 when 6.5mm x 50mm titanium pedicle screws were implanted in the pt. On (B)(6) 2010, a revision surgery was performed to remove and replace a broken lumbar spine pedicle screw at l2 on the left side.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. This report is being submitted at the request of FDA.